Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. The angiosculpt device ruptured when inflated to 16 atm, which is above rbp (14 atm). Recurrence of the malfunction could result in embolism, flow limiting dissection, or perforation. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was not returned, thus no product investigation was performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
During the tenth inflation at 16 atm for 5 seconds, the balloon ruptured. A new angiosculpt device was used to complete the procedure.